Event description:
Philips received a complaint on the mrx device indicating that the battery expired. There was no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction of the battery (expired) the replacement for which was ordered via alternative than sps (spare parts service) method. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed.